Event description:
Impella purge alarming for "purge pressure high" and "purge system blocked". Purge flow noted to be trending down for ~1 hr prior to the event. The rn change purge cassette without resolution of alarm. Abiomed called and reported that tpa needed to be given through purge. Pharmacy consulted and reviewed abiomed policy for tpa administration. Tpa prepared and administered as purge solution. Patient hemodynamically stable with no drops in impella blood flow/pressure. Manufacturer response for temporary non-roller type left heart support blood pump, impella (per site reporter) under active investigation by the vendor. In constant communication.